Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
Additional information received clarifies that the patient's ipg became inoperable due to not placing the device into surgery mode during an unrelated procedure previously. The patient then underwent surgical intervention during which the ipg was explanted and replaced.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Manufacturer narrative:
Correction: section h10 - further information was received indicating this event is no longer part of fsca 1627487-06022017-001-c. Correction: section h6 - the health effect impact code should have been 4611 - absence of treatment rather than 4610 - inadequate/inappropriate treatment or diagnostic exposure based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
It was reported the patient was unable to take their ipg out of MRI mode after setting it to MRI mode for an induced coma. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The fsca number is included in this report. A patient unable to disable MRI mode and activate therapy was reported to abbott. Troubleshooting steps did not resolve the issue. The ipg was replaced to reestablish therapy. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.